Manufacturer narrative:
Pending customer approval. Customer approval for service pending.

Event description:
The international customer reported that the ventilator would not switch on. The customer reported there wasn't any patient involvement.

Manufacturer narrative:
Contact information: (B)(4).

Event description:
The international customer reported the ventilator would not switch on. The customer reported there was no patient involvement. Evaluation and service is pending customer approval.